Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint of "the autopulse platform (s/n (B)(6) displayed user advisory (ua) 21 (position change does not coincide with motor direction) error message" was not confirmed in the archive data and during functional testing. No device malfunction was found that could have caused or contributed to the reported ua21 error message. The reported complaint of "the autopulse platform (s/n (B)(6) displayed ua45 (not at "home" position after power-on/restart) error message" was confirmed based on the archive data review but was not confirmed during functional testing. The root cause of the reported ua45 error was the driveshaft not to be at "home" position. Based on the archive data files, the ua45 error was cleared by the customer. The additionally reported complaint of "there was a rattling sound inside the platform" was confirmed during functional testing. The root cause of the reported complaint was a piece of chipped plastic from the front enclosure that came off inside the platform, attributed to mishandling such as a drop. Visual inspection of the autopulse platform revealed a cracked front enclosure. Based on the photos provided by the zoll service team, there was a vertical crack running through one of the screw fittings of the front enclosure. The chipped plastic was removed from the platform to address the rattling sound issue, and the front enclosure was replaced to address the observed damage. Further visual inspection of the returned autopulse platform revealed a bent battery lock, unrelated to the reported complaints. The observed physical damage appeared to be the characteristic of harsh impact due to user mishandling. The battery lock was replaced to address the issue. The archive data review indicated multiple ua45 error messages; thus, confirming the reported complaint. Further review of the archive data revealed multiple occurrences of fault code 13 (battery fault detected), ua18 (max take-up revolution exceeded), and ua07 (discrepancy between load 1 and load 2 too large) error messages, unrelated to the reported complaints. Based on the archive data files, all the error codes were cleared by the customer, and they were not reproduced during the investigation. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list, fault code 13 is an indication that the battery is depleted or faulty and the battery needs to be replaced and placed into the mcc. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error. During further testing, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for 15 minutes. The platform passed the test without any issues, and the reported complaints of the ua21 and ua45 error messages could not be replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on march 29, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The customer reported that during shift checks and patient calls, the autopulse platform s/n (B)(4) displayed user advisory (ua) 21 (position change does not coincide with motor direction) and ua45 (not at "home" position after power-on/restart) error messages. It was also reported that there was a rattling sound inside the platform. No further information was provided. Patients' status information was requested, but the customer did not provide a response; therefore, patients' status is unknown.